Manufacturer narrative:
Analysis results were not available at the time of this report. (B)(4).

Event description:
Additional information indicated that the pump was replaced because the managing physician wanted it replaced. The patient had a lot of issues going on that were not related to the pump. Additional information indicated that the patient was doing well. The pump was replaced due to normal battery depletion with possible under infusion.

Manufacturer narrative:
Corrected information: following additional review the analysis results were changed from pump alarm anomaly undetermined cause to no significant anomaly o-ring wear. (B)(4).

Event description:
It was reported that the patient was doing well until the past month, when she started having more pain and withdrawal-like symptoms. There had not been any alarms. The physician was concerned they may have been dealing with a ¿sluggish¿ pump, but diagnostics did not indicate any problem with the pump or catheter. A dye study and a rotor study were performed and no problems were found. A therapeutic bolus was given and there was a response to the bolus. The patient showed a ¿decent response¿ to the bolus. It was noted that the catheter tip was around t4. The patient had been to the emergency room (ER) 3 times in the past week. The device system was used to deliver morphine. It was later reported that, per pump logs, single boluses were given on (B)(6) 2014. It was also noted that an ultrasound was done on (B)(6) 2014 and a dose increase was done on (B)(6) 2014. It was later that the patient was ¿complaining¿. It was later reported that the patient experienced a change in effect and withdrawal. The pump quit functioning. The patient was in her doctor¿s office on (B)(6) 2014 and they said that the patient would have to replace the pump because it wasn¿t working. The hcp gave the patient some medication and the patient¿s speech was ¿just wild¿. A manufacturer representative had a physician or surgeon that they wanted the patient to see. The reporter wasn¿t sure if this would occur in the week of the report or the following week. When asked how the pump was not working, it was stated that the patient had been in and out of the emergency room (ER) since (B)(6) 2014, due to the pump working sporadically. The patient was ¿real sick¿. The hcp knew there was something wrong with the pump and wanted the patient to come back for testing. When the pump quit, the patient went into withdrawal. The hcp did a dye study and rotor study around (B)(6) 2014. The patient first went to see her hcp on (B)(6) 2014 and was supposed to have her pump filled the following day. The patient saw her hcp on (B)(6) 2014. At this time, the hcp also aspirated from the pump, measured the medication, and put the medication back in. It was noted that, during the second time, it was off by 2ml. It was noted that the event was throwing the patient ¿off kilter¿. A manufacturer representative reportedly left a message for the patient¿s hcp to meet with a surgeon to see if the patient could ¿get in¿ as quickly as possible. The patient¿s hcp didn¿t have privileges at a certain hospital. The patient was ¿just a little jittery¿ and had never been through this before. It was later reported that, at the last refill, there was a reservoir volume discrepancy. It was noted that (B)(6) 2014 was the next alarm date. On (B)(6) 2014, the patient was put on oral medication and the pump dose was increased to 18mg, along with personal therapy manager (ptm) doses increased to 5mg doses with a 6 bolus maximum so that the patient would not experience any additional withdrawal issues. The event logs were normal. The pump had 30 months of longevity left. A catheter dye study was done previously and again on (B)(6) 2014 when the pump was replaced. The catheter was found to be patent. At the replacement, the expected reservoir volume (erv) was 21.4ml and the actual reservoir volume (arv) was 25ml.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump alarm anomaly undetermined cause. The only anomaly to note was the failing alarm test value of 66.4 db. The resonator was inspected and the typical cracks and damage associated with a diminished alarm was not seen. The alarm pin waveform test was also performed with typical and passing results. The root cause for the failing alarm could not be established.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.